Manufacturer narrative:
Alleged failure: continuously activating confirmed failure: button function failure and hi-pot failure probable root cause: breaking resistors on the flex circuitry due to stress on flex cable (due to manufacturing and assembly error combined with normal use stress); membrane switch button contact shorts/opens, comes off location or corrodes due to heat from sterilization, moisture ingress or stress due to improper assembly; broken traces on the membrane switch causing it to work intermittently; improper/inadequate marking of buttons; pcba component failure; console not correctly delivering power to shaver (refer to (B)(4)); use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the device was continuously activating.